Manufacturer narrative:
The reagent lot number is 86009001, and the expiration date is 31-may-2026. The qc recovery data provided was acceptable. The field service engineer (fse) found that the sample probe needed to be replaced and adjusted. The fse replaced and adjusted the probe and performed a precision test successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable glucose hk gen.3 results for several patient samples on a cobas 6000 c501 module. The customer provided examples of discrepant results for 2 patient samples. For sample 1, the initial result was 134 mg/dl. The customer was prompted to repeat the sample as the initial co2 result was very low and accompanied by a flag. The repeat result was 156 mg/dl. For sample 2, the initial result was 19 mg/dl. The repeat result was 122 mg/dl. The repeat results were deemed correct.